Event description:
It was reported that after an unknown procedure, the patient had alimentary tract hemorrhage due to the high pressure of the portal vessel. On (B)(6) 2011 the anastomosis of the lower esophageal (esophagus-esophagus anastomosis above cardia 2cm) was performed. During the procedure, the surgeon used the device for anastomosis. (B)(6) after the surgery, the patient could not swallow; gastroscope catheter could not go down. Now the patient has been transferred to another hospital. The surgeon performed a nasal feeding gastroscope test and found that the anastomotic stoma was only 3mm. The patient is waiting consultation now. The customer disposed of the device.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Manufacturer narrative:
(B)(4).